Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that approximately nine (9) months after the index procedure, the patient returned for follow-up and was found to have restenosis of one (1) of the four (4) previously implanted cypher select stents. The restenosis occurred in the most distal of the four previously implanted stents. There was no reported problem with the other three (3) previously implanted stents. The target lesion was the distal left anterior descending (lad) coronary artery. The patient was reported to have had stable angina. The pt was reported to be compliant with his antiplatelet therapy. The restenosis was treated by placement of another (unk) stent.